Manufacturer narrative:
The device was returned for evaluation. The case description states that the screen often does not show any pod information until the device is restarted and that the pdm gets hot during charging. No thermal damage was observed to the charging port and the returned battery within the device was found to not be swollen. The device originally did not turn on and was plugged in to charge. The pdm was allowed to charge until 100% and was found to not get hot during charging. Upon powering on the pdm, the pdm was in the first time set up mode and download of the logs found that all previous data was not available as a result of the pdm being completely reset. The pdm was paired to a pod and was able to successfully deliver a bolus. The pdm was correctly showing pod information for the duration of the investigation. No problems were found with the returned device however without the log files it could not be determined what the battery level temperatures were or if the pdm was correctly showing the pod information during the user's time. The exact cause of the reported events could not be determined. The pdm screen was observed to be cracked. It could not be determined when or how this crack occurred. The pdm was still able to pass all android debug bridge (abd) testing.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) battery overheats while being charged.